Event description:
It was reported that the patient experienced difficulty using the personal therapy manager (ptm), there was no electromagnetic (emi) sources and the cause of the issue is unknown. It was reported that the ptm issue had resolved since the pump had restarted.

Event description:
It was reported that a patient was having trouble getting his personal therapy manager (ptm) to work since the last refill. It was noted that at a refill there was a volume discrepancy where the residual volume was greater than expected. The expected residual volume (erv) was 3.3ml and the actual residual volume (arv) was 8.3ml. The logs were checked and a motor stall was recorded on (B)(6) 2015. The patient did not have any testing around that time, but it was difficult for the patient to remember as he had been having myocardial infarction and gall bladder attacks over the month prior to the report. The logs also noted a tube set message on (B)(6) 2015 and a motor stall recovery on (B)(6) 2015. The patient was having neck pains that began to feel better about a week prior to the refill on the day of the report. The patient also had increased headaches. It was also noted that elective replacement indicator (eri) was at 6 months as of the day of the report. It was later determined that the patient did not have a magnetic resonance image (MRI). The cause of the motor stall was unknown. Additional information received reported that the health care provider (hcp) wanted to replace the pump; however, since the patient recently had a myocardial infarction and a stent placement, the patient was on an anticoagulant and would need cardiac clearance. The patient¿s ptm issues may have been before the event. He would turn it off, then back on and would take the batteries out and put them back in. Then it would start working again. The pump was infusing morphine and clonidine. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n178302024, implanted: (B)(6) 2009, product type: catheter. Product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).